Event description:
Per additional information provided: (B)(6) 2006 - patient was diagnosed with ventral hernia and abdominal pain thereby underwent open repair with the implant of composix mesh (device #1). Per operative notes, ¿a composix mesh (device #1) was placed and secured by sutures.¿ (B)(6) 2006 - patient was diagnosed with incarcerated recurrent incisional hernia and seroma thereby underwent open repair with explant of composix mesh (device #1). Per operative notes, ¿seroma was noted to be drained into the abdomen. A composix mesh (device #1) was completely removed from the lower abdominal wall. Then a synthetic mesh was used and secured by sutures. ¿ (B)(6) 2007 - patient was diagnosed with recurrent incisional hernia thereby underwent open repair. Per operative notes, ¿scar tissue and hematoma was noted, and adhesions were taken down. Large recurrent incisional hernia was noted. Previously placed mesh was identified over the lower abdomen. Then another synthetic mesh was inserted behind the muscle using sutures. ¿ (B)(6) 2008 - patient was diagnosed with recurrent ventral hernia thereby underwent open repair with the implant of sepramesh ip (device #2). Per operative notes, ¿adhesions in the anterior abdominal wall were taken down and multiple hernias containing bowel were identified. A piece of sepramesh ip (device #2) was secured in place using sutures.¿ (B)(6) 2009 - patient was diagnosed with recurrent incisional hernia thereby underwent laparoscopic repair with the implant of sepramesh ip (device #3). Per operative notes, ¿previously placed mesh (device #2) was noted. Then a sepramesh ip (device #3) was placed and secured by sutures.¿ (B)(6) 2012 - patient was diagnosed with recurrent incisional hernia and adhesions thereby underwent open repair. Per operative notes, ¿omentum and bowel was taken down. Then a synthetic mesh was placed and secured by sutures.¿ (B)(6) 2017 - patient was diagnosed with fistula and infection thereby underwent open repair with removal of mesh (device #2 & device #3). Per operative notes, ¿dense adherence of omentum to the old mesh was removed. All the previously placed meshes were removed. Then a biologic mesh was placed and secured by sutures.¿ (B)(6) 2018 - patient was diagnosed with fistula thereby underwent open repair. Per operative notes, ¿wound was irrigated and fistula plug was placed, secured by sutures.¿ (B)(6) 2018 - patient was diagnosed with fistula thereby underwent open repair. Per operative notes, ¿wound was irrigated and fistula plug was placed, secured by sutures.¿

Manufacturer narrative:
Addendum: root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This emdr represents the sepramesh ip (device #3). Additional supplemental emdr's were submitted to represent the mesh-composix (device #1) and sepramesh ip (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.